Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for ivc perforation and caudal migration; however, the definitive root cause for the reported event is unknown. It is unknown if pt factors contributed to the reported event. Image review: two fluoroscopic images were reviewed. A vena cava gram image taken after deployment of the filter from the femoral direction demonstrates an expanded filter that is vertically oriented in the ivc below the renal veins at the level of l1. A vena cava gram image taken prior to filter retrieval demonstrates three attached filter limbs that appear to extend outside the ivc wall and the filter is visible at the level of l2, approximately one vertebral body inferior to the position of the filter at the time of implantation. CT images were not provided to confirm if the filter limbs extended into the kidney or the lumbar vertebra. Based on the images provided, ivc perforation can be confirmed. Caudal migration can be confirmed.

Event description:
It was reported that approximately one month after implantation of a vena cava filter during the scheduled retrieval, the filter was noted to have migrated caudally and two attached filter arms appeared to extend outside the ivc wall. One filter arm appeared to be in contact with a vertebral body and the second limb appeared to be in contact with the right kidney. The filter was successfully removed. The pt was reported to be asymptomatic prior to the filter retrieval. There was no reported pt injury.